Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received primary right knee attune tka to treat osteoarthritis. The surgeon notes that the patient has a long history of right knee instability and pain with multiple right knee surgeries including a fullerton tibial osteotomy for patellar realignment, acl reconstruction, a medial meniscectomy and a lateral meniscectomy. The patella was resurfaced and depuy cement x 1 was utilized. The surgeon notes that the patient had residual tightness in extension, which was repaired with pie crusting of the it band. The tibial tunnel from the previous acl reconstruction was still patent and carefully plugged. After final implantation, the surgeon notes there was mild residual medial laxity which he deemed acceptable for the patient. The procedure was completed without complications. (B)(6) 2019: patient received a right knee revision to treat pain and global instability secondary to tibial tray loosening. Upon entering the joint, the surgeon debrided periarticular synovitis and evacuated joint effusion. The tibial tray was grossly loose and partially debonded at the cement to implant interface. The surgeon notes that there was also loosening at the tibial bone to competitor cement interface with significant tibial bone loss requiring insertion of a cone. The femoral component was will fixed but revised with minimal femoral bone loss. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained. The patient received a competitor revision construct. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019 (tibial tray, tibial insert, and femoral components revised. Patella retained.). Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the returned photographs could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.